Event description:
Deflation of left saline implant. Unilateral breast implant exchange with mcghan device.

Event description:
Deflation of left saline implant. Unilateral breast implant exchange with mcghan device.